Event description:
It reported that the spike of the uv flash transfer set disconnected from the solution bag. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. The measure of the outside diameter was determined to be within specification. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.